Event description:
It was reported that the system would not produce images while fluoroing. This can render the system unusable due to the inability to view the live fluoroscopic images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was reseated during the service call. The system was tested and found to be working as intended and put back into service.